Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The event was confirmed through functional evaluation, disassembly and visual inspection. The device failed as the coupler assembly had fallen out of the attachment. This would cause the reported failures. The device was placed in parts retention at the manufacturer.

Event description:
It was reported the micro drill medium straight attachment was broken in pieces. Attempts are being made to obtain additional information from the user facility.

Event description:
It was reported the micro drill medium straight attachment was broken in pieces. Attempts are being made to obtain additional information from the user facility.